Manufacturer narrative:
(B)(4). Batch # p5680r. The analysis found that one pve35a device was returned with no apparent damage and with a cartridge loaded on the device. The cartridge was received unfired. In addition, another cartridge was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Additional information requested and received: was the patient the kidney donor or recipient? --- the patient was the kidney donor. Were any clips used in the surgical procedure prior to firing? --- no information from the hospital. Was this the first firing? --- yes. If no, how many successful firings were there before this one? Can you please clarify what was meant by the comment from the doctor that, ¿staples were not set on the 2nd line of the cartridge?¿ --- dr. Doubted if there was no staples in the one side of cartridge before use. Did the device cut completely? --- yes. Did it staple on both sides of the cut line? --- the staples on the one side which was removed from the patient were formed properly. On the side where the staple line was incomplete, were any staples visible at all? If so, what was the shape? --- dr. Said the staples of other side were not found when dr. Tried to stop bleeding. Dr. Said it was difficult to find the staples because of a lot of bleeding. Did the device staple appropriately on the kidney side? --- yes. What was the approximate width of the vessel? --- about 7mm. Was the distal tip of the device visible during the firing? ---no information from the hospital. Was all the tissue in the jaws confirmed to be proximal to the cut line on the device? --- yes. The tissue was proximal to and near the cut line. Was there any tissue movement during the firing? --- no information from the hospital. What was the estimated blood loss at the time of the device issue? --- no information from the hospital. What was the total blood loss for case? --- about 5,000cc. What was the total volume of blood products transfused? --- no information from the hospital. What is the current status of the patient? --- the patient is stable.

Event description:
It was reported that during a laparoscopic harvest procedure for kidney transplantation, the staples on the patient side were not deployed at all though the knife moved forward, and caused 5,000cc of bleeding when the device was used on renal artery. The other side of the staple line was complete. The bleeding was definitely confirmed on the cut site that was not torn but cut with the knife. Emergency open surgery was performed under the support from a cardiovascular surgeon to stop bleeding and complete the case. The operation time was significantly extended. The blood transfusion was performed. The doctor suspected that the staples were not set on the 2nd line of the cartridge before the package was opened.